Event description:
Boston scientific-target was notified that during cerebral angiogram embolization procedure, the spinnaker elite flow directed catheter 1.5 f-l broke off (snapped) on withdrawal from the fistula in the arteriovenous malformation. A fragment lodged in the right posterior cranial artery and required craniotomy for removal of retained catheter and evacuation of hematoma. Additional information was received via phone conversation with risk management, on july 10, 2002: "patient suffered from an occipital hemorrage and is currently undergoing rehabilitation. Procedure was performed 2002. Risk management is currently holding this product and may make it available for evaluation on a later date." Additional information was obtained through a company representative on july 26, 2002: dr. Stated he was shocked that the food and drug administratged was notified of this case, as he knew that this was not a product failure, as this was a glue procedure, patient is currently ok."